Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 64 mg/dl, 330 mg/dl, and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the probe would aspirate but would not cut" (failure to cut). The nurse reported the probe will aspirate but not cut. The shaft appears to be bent. Additional information received stated the event occurred at the beginning of the procedure. The probe was switched out with a slight delay in surgery. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.